Event description:
This 30-yr-old female underwent bilateral augmentation mammoplasties in 1983 with implantation of silicone gel implants. The pt is not sure of the MFR. This procedure was not performed at reporting facility. The pt has developed problems postoperatively with scar tissue, encapsulation and pain. The left implant, appears to be displaced up in the left axilla. Gross exam: the right implant is intact, the left implant exudes sticky, stringy, viscous gelantinous material.